Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Previous medwatch submission noted capsular contracture, baker grade unknown. Healthcare professional later reported baker grade ii. Upon further information, allergan has determined that the event of capsular contracture, baker grade ii is not serious and not reportable. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h1, h6.

Event description:
Healthcare professional reported right side no complaint against the device. Patient later reported capsular contracture, baker grade unknown. Device has been explanted.